Manufacturer narrative:
The sample has not been received by the manufacturer at this time. The results of the evaluation are not available at the time of this report. A follow-up report will be sent when completed.

Event description:
Complaint reported as: the temp probe fell out of the circuit and the heater continued to heat, melting the circuit and cracking the column on the top. No patient harm reported.